Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: ¿it is important to update the total daily insulin setting in the control-iq screen when you visit your healthcare provider. This value is used for the 2-hour maximum insulin alert.¿

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "low" (specific value was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer's total daily insulin (tdi) being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using tdi information to adjust insulin, customer acknowledged and understood. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged usb pins). The information will be used for tracking and trending purposes.